Event description:
This event was previously reported in another report. It was not known at the time the first report was entered that there were two manufacturers' products in use. This report was created to add the guidewire into the same report as the balloon catheter. Original problem was stated as: device was difficult to remove from vessel after intervention, then stuck in guide catheter and distal portion of balloon and wire broke off within the guide catheter.